Event description:
Routine head MRI with and without gadolinum on a 3t general electric magnet resulted in severe hearing loss for 24 hours and a loud buzzing in pt's left ear. Uncertain at this time the permanence of this event.